Manufacturer narrative:
Philips service replaced the hdd, backup disc, and cable set, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot due to hdd and cable issues on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.